Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that during hip replacement surgery, a bone fracture occurred when the stem was inserted into the femoral canal. This event delayed the surgery for more than 30 minutes. It is unknown how the procedure was completed.

Manufacturer narrative:
Investigation results: it was reported that during hip replacement surgery, a bone fracture occurred when the stem was inserted into the femoral canal. This event delayed the surgery for more than 30 minutes. It is unknown how the procedure was completed. The device, used in treatment, was not returned for investigation, nor was the batch number communicated. A product evaluation could therefore not be performed and no product history review could be performed. The concerning failure mode and the severity are covered in the sl-plus - dfmea - impl+instr - vo. A review of the device labeling revealed that the IFU (lit. No. Lit. No. 12.23, ed. 06/20) states bone fracture as a known possible side effect in combination with the implantation of a hip prosthesis. Performing an adequate medical investigation was not possible due to insufficient information. Due to the inability to investigate this case, the root cause of the reported failure could not be determined conclusively. No further actions have been initiated. The case will be reopened, should the part be returned or should further information be received. Smith+nephew will continue to monitor for similar issues.